Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-mom-heads-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk, item # unk, hip-unknown-taper-unk, lot # unk. Legal notification.

Event description:
It was reported that a patient underwent a revision surgery approximately 6 years post implantation due to metallosis, pain, elevated ion levels, limited mobility and necrosis. The patient is also experiencing a burning sensation. Extensive soft tissue repair performed. The patient was placed into a hip abduction device due to the extent of soft tissue damage. Surgeon excised extensive soft tissue that was damaged due to metallosis, post-operative treatment placed in hip abduction brace for post op healing. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) - head. Visual examination of the returned product identified the mod head remains assembled with the insert. The insert is etched std. Dark debris is present on the exposed surface of the insert. Scuffing was observed inside the taper. The head is in decent overall condition. Minor scratches were observed and light scuffing such that the finish is slightly hazy. Device history record was reviewed and no discrepancies relevant to the reported event were found. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.